Event description:
It was reported that a patient's device was showing low impedance. X-rays were received and reviewed. Based on the images provided, there is no obvious cause for the report of low impedance. The feedthrough wires appeared intact at the connector pins, and the generator was placed in the upper left chest, as expected. Due to the angle of the image provided, complete lead pin insertion could not be assessed. No obvious fractures or sharp angles were found in the images for the lead connected to the generator. No further relevant information has been received to date.

Event description:
The explanted devices were returned for analysis. Product analysis was completed for the returned generator. There were no performance or any other type of adverse conditions found with the generator. The device performed according to functional specifications. Review of the device's internal data confirmed the low impedance observed. No analysis was completed for the returned lead to date. No additional relevant information was received to date.

Event description:
The patient's vns system was explanted. It was stated that the reason for the explant was due to lack of efficacy. It was unclear if this was related to the low impedance. It was noted that pre-operative diagnostics were performed on the device and showed low impedance. When the system was removed, it was stated that visual breaks were seen in the lead insulation. It was confirmed that no new products were implanted. No devices have been received to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed for the returned lead. The lead assembly was returned in two portions. The electrodes and tie downs were not returned. Setscrew marks were observed on the connector pin, indicating evidence of proper mechanical contact between the generator and connector pin. The abraded opening found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. The quadfilar coils appeared to be exposed and touching, at the abraded opening and in the area appeared to be twisted. A continuity measurement taken verified electrical and mechanical contact between the generator and connector block to the end of the lead. No discontinuities were identified during the continuity check. Note that since the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional information was received to date.